Event description:
The customer reported when the system goes to the maximum kv, the system is erroring out. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system and found an error can be intermittently reproduced if the system is allowed to track from its minimum to maximum technique after boot-up. The system is unseable in this state for normal operation. The ge rep informed the customer that the system may require monoblock replacement. The customer will notify ge if further service is required.